Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer attempted to reload the same cartridge, however a minimum fill notification occurred. Additionally, it was reported that an out of insulin alarm occurred. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received. Customer's blood glucose was 400 mg/dl.